Event description:
During a follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming was completed and the patient is stable with no consequences.

Event description:
Additional information was received that new episodes of post-paced t-wave oversensing (ppwtos) were observed on the device. Technical support provided additional reprogramming recommendations to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.